Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive root cause for the could not be identified. The most likely cause was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited scope connector was dirty and noise image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5 where the common device name was provided. Correction: b5 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Gastrointestinal videoscope.